Event description:
It was reported that the merlin programmer exhibited battery longevity estimation anomaly. The patient will be scheduled for a generator replacement procedure. No information available regarding the intervention and the patient condition.